Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported air leak is a cut on the hydrogel side of the pad. However, the root cause of the cut could not be identified. Each pad was individually tested using tm0301222 rev 2. All individual measured flow rates are outlined. * right chest pad: the flow rate was unstable and fluctuated around 4.4 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 34%, inlet pressure was -7.0 psi. * left chest pad: the flow rate could not be obtained due to an air leak in the pad. The source of the air leak was found to be a cut on the hydrogel side of the pad. Sealing the cut improved the flow rate, but not enough to obtain a stable flow reading. Alert 02 (low flow) displayed on the device when the cut was unsealed. Also, the system diagnostics were reviewed and circulation pump command was 89%, inlet pressure was -6.6 psi. * right thigh pad: a total of 5.6 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 28%, inlet pressure was -7.1 psi. * left thigh pad: a total of 5.6 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 28%, inlet pressure was -7.0 psi. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The labeling is found to be adequate. Per the IFU: "the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance." Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leak and air leak in arctic gel pad, replace it with a new one to solve. Per follow up information received via email on 30aug2024, they tested two devices, both had same leakage issues. After replacing the gel pads, both devices became normally, so that the issue was due to a leakage from the gel pads. The issue has been resolved by replacing a new set of gel pads. Replacing the new gel pads repaired the leakage issue. After resolving the leakage issue, the patient continued the therapy with the original device. The pause of replacement process did not have any impact on the patient.

Event description:
It was reported that water leak and air leak in arctic gel pad, replace it with a new one to solve. Per follow up information received via email on 30aug2024, they tested two devices, both had same leakage issues. After replacing the gel pads, both devices became normally, so that the issue was due to a leakage from the gel pads. The issue has been resolved by replacing a new set of gel pads. Replacing the new gel pads repaired the leakage issue. After resolving the leakage issue, the patient continued the therapy with the original device. The pause of replacement process did not have any impact on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. Initial reporter facility full name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.